Event description:
In july, the patient had a diagnostic catherization and was successfully closed with a closer tsl 6 fr. Device. Seven days prior to event, the pt underwent stent placement and was closed with a closer s at the same puncture site. Three days post-cath, the pt presented to the ER with a red and swollen femoral area. No treatment was administered and pt was discharged home. On event date, the pt's cardiologist found that the puncture area was extremely red and swollen. He also diagnosed a 7cm x 10cm area of cellulitis. Pt underwent surgery. It was later found that the pt had a foley placed during their initial hospitalization.